Manufacturer narrative:
Patient weight updated.

Event description:
New information received states that the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of egm¿s indicated several pause episodes due to undersensing of small r- wave amplitudes. Programming changes were suggested. No further information is available at this time.